Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge containing specific insulin amounts and usable insulin remained above threshold. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to clean pneumatic tap area with alcohol wipe or lint-free cloth, reloaded same cartridge without resolving issue, declined further troubleshooting and was advised to load new cartridge and to call back if problem persisted, and no further action was taken at that time.